Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is hypertensive and atherosclerotic cardiovascular disease. Emphysematous lung changes were also noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.